Manufacturer narrative:
Cs300 intra-aortic balloon pump (iabp) facing low vacuum failure. A getinge field service engineer (fse) visited and swapped the motor control board but did not fix discrepancy and is going to remain installed in unit. After further troubleshooting he found the compressor and main pcb needs to be changed. Replaced the hydraulic component pump assembly dc knf (d102-00-0001), pneumatic component couple .25fl bulk hd (d103-00-0373), pneumatic component nip .25 flow bulk hd (d103-00-0375), hose assembly #5 vacuum v1 thru v6 (d004-00-0058), tubing assembly vacuum v7 v8 (d004-00-0062), 2500 preventive maintenance hr kit (d040-00-0146), iabp pcb main board (d670-00-0788), pcb motor control (d670-00-1159). Unit passed all functional and safety test per factory specifications. Returned to customer and cleared for use. Patient involvement is unknown.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) displaying low vacuum failure.